Manufacturer narrative:
(B)(4).

Event description:
It was reported that due to increased threshold of the right ventricular lead, a new lead was implanted. Old lead was put out of service. The condition of the patient is good.